Event description:
A (B)(6) male patient contacted zoll customer support to report adjust belt/check belt messages. The patient was issues a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (adjust belt/check belt messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled form the strain relief causing a break in the rear pulse wire. The cause of the adjust belt/check belt messages was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged belt. The patient was issued a replacement electrode belt.